Manufacturer narrative:
Additional information: as a result of this reaction the customer has reviewed and made some changes to their ac infusion rate policy. They now have a comprehensive management strategy for calcium administration in place.

Manufacturer narrative:
A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: running an ac infusion rate above 1.2 puts the collection into caution status to make the operator aware that the rate is outside of the established limits for ac infusion rate. The reason the operator chose the increased rate is unknown. Based on the description of events, the medical intervention used to stabilize the patient, and the rdf analysis, the increased infusion rate is the cause of the patient¿s citrate reaction.

Event description:
The customer reported that a patient had a citrate reaction during rinseback of an mononuclearcell (mnc) collection procedure. The patient developed tetany and laryngospasm. Per physician's order, the patient was given intravenous (IV) fluids and additional IV calcium. The patient is reported in stable condition. The customer declined to provide the patient identifier, age and weight. Patient weight was obtained from the run data file (rdf). The disposable set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Based on the information available from the run data file, the spectra optia system operated as intended. The approximate amount of anticoagulant (ac) to the patient was 2084 ml and the approximate amount of accused during the run was 2185 ml. The operator did increase the ac infusion rate from 1.2ml/min/l total blood volume (tbv) to 1.4ml/min/l tbv approximately 26 minutes into collection and then increased it again from 1.4 to 1.5 at approximately 110 minutes and remained at 1.5 for the remainder of the collection. Running the ac infusion rate above 1.2 did put the collection into caution status to make the operator aware that they were running outside of the established limits for ac infusion rate. The customer may want to explore the reasoning for the operator increasing the ac infusion rate for this procedure. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This record was identified during a retrospective review of MDR's, per FDA request, to identify records in which a serious injury or medical intervention occurred, but the type of reportable event was not indicated as a serious injury in the MDR form. This supplement is being filed to modify information per FDA request.